Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery (rca). An unspecified imaging catheter was advanced and a 3.5x28mm xience skypoint stent delivery system (sds) was attempted to advance through it; however, resistance was met and the sds became stuck. Therefore, the entire system was removed as one unit and the stent struts were noted to be flared. Another xience skypoint stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.